Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested and the following was obtained: there are no consequences for patients. In case, the device stopped working on the first firing of the staple during section stapling. The surgeon used the manual retraction lever to return the knife and reopen the jaws. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic bariatric surgery, when stapling, the instrument got jammed and the clamp was reopened in ¿manual¿ mode, as it was impossible to open it conventionally, as the knife had engaged over a few millimetres. Another device was used. No patient consequences were reported.